Manufacturer narrative:
(B)(4). Physio-control did not evaluate the device. A third-party service agent evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. After the repairs, the device was returned to the customer for use.

Event description:
It was reported that the device could not be switched on. This was observed during the daily device check. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and verified the reported failure. It was determined that leg 54 of the integrated circuit, designator u5 located on the therapy pcb assembly was stuck at 0 volts and caused the unit not to power on.